Event description:
It was reported the patient¿s ipg would not communicate with the charger or patient programmer. Ipg was deemed inoperable. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Manufacturer narrative:
The event of ipg explant/replacement due to ipg becoming inoperable was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.